Event description:
The ncontact cannula with balloon elevator was being used for posterior heart access and a tear in the right atrium was observed by the surgeon after withdrawal of the cannula. A sternotomy was performed in order to access the tear, which was successfully repaired by suture. No post-op consequences were noted and patient was stable. The surgeon stated that there was no device malfunction and that very thin tissue in the area of the tear may have contributed to the event.

Manufacturer narrative:
Actual lot number of the device is unknown. Purchasing records were evaluated to determine most recent purchase of the cannula. The most recently purchased lot number was cf120901 with an expiry date of 02-2012. The retain sample from lot number cf120901 was evaluated for functionality. There were no issue noted for the functionality of the device. The device history record was reviewed an no anomalies were noted.